Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment and the outcome of the peritonitis were not reported. The registered nurse (rn) also reported that the patient¿s pd catheter might have to be removed. An attempt was made to follow with the rn regarding the reported event, but the rn declined to provide any more information on this patient and event. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Should additional relevant information become available, a follow-up report will be submitted.